Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, holes were seen in the tubing of an unspecified number of devices resulting in sample leakage onto the patient and surrounding area. No adverse impact was reported regarding the patient or user.